Event description:
It was reported that a Pod began beeping continuously while the patient was at the beach. The Pod displayed an error and indicated ¿insulin delivery stop¿ and ¿change Pod now¿ shortly after the patient went into the ocean or after 10 minutes in the water on (b)(6) 2026. The patient alleged that the Pod¿s shell was cracked and that insulin was leaking from the Pod at the time of incident. The Pod had an orange liquid leaking with a rust like discoloration on the mechanical components. As treatment, the patient administered a manual injection. The patient stated that they had sprayed sunscreen directly on the Pod. Product Support advised that the Pod likely failed due to the aerosol sunscreen spray causing cracks on the Pod¿s shell. The patient stated that the controller was not in use at the time of incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone17.3.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.